Event description:
On assessment noted patient bed with weak air bladder in addition to electrical portion on stryker bed frame and mattress malfunctioning. Work order placed to engineering and communicated concerns.